Event description:
The user facility reported to terumo corporation that during an embolectomy surgery, fluid leakage was noted to be occurring from the gas outlet of the oxygenator. The oxygenator was being used during extracorporeal circulation in which blood was being removed from the patient's femoral vein and returned to the femoral artery. The leakage began to occur approximately 90 minutes after the start of extracorporeal circulation and had the appearance of a diluted, blood like substance. The leakage from the oxygenator was noted to be minimal and did not clinically influence the gas exchange capabilities or require intervention to be taken directly related to the device during the surgery. Due to the patient's condition and the surgery, there was significant bleeding that occurred from the patient which required significant blood transfusing and also an injection of a hemostatic agent. The bleeding of the patient at the surgical site was noted to be the source of the transfusion needs. Further details of the patient condition post-operation and quantities of blood transfused were not provided by the user facility. No quantification of blood loss provided by user facility. The oxygenator device was not changed out and provided acceptable gas exchange values. The surgery was completed successfully.

Manufacturer narrative:
The actual device was returned for investigation and investigated as initially returned without further cleaning. Air was blown into the gas side of the oxygenator, and fluid was collected from the oxygenator gas outlet port. Review of the fluid through diagnostic testing revealed the fluid to be consistent with biological proteins associated with blood plasma. The oxygenator was then set up on a model circuit and was recirculated with a saline solution at 1 l/min. During this circulation, solution leaked from the oxygenator's gas outlet. The oxygenator was then decontaminated with bleach and dried to return it to a manufacturing state. Testing was again repeated with a saline solution being recirculated at 1 l/min. No leaks were noted during this recirculation period which indicates the mechanical integrity of the fibers in a manufacturing state were intact. The investigation confirmed that the oxygenator's microporous hollow fibers were not damaged or defective; however, the cause for the reported plasma leakage during surgery was not able to be identified. A review of the manufacturing history record revealed no production related anomalies. The instructions for use for the similar device that is cleared for distribution in the u.s. Indicates the following: intended use: the capiox fx25 is intended to be used during open heart surgical procedures requiring cardiopulmonary bypass for periods up to 6 hours. Precaution: avoid introduction of hemostatic agents into the cardiotomy reservoir/oxygenator. Hemostatic agents are known to generate thrombi which may compromise performance of the reservoir/oxygenator. Warning: do not use an oxygenator and reservoir that leaks. Replace it with another capiox fx25 oxygenator and reservoir. Reference evaluation: blood loss; fluid leak. Method: actual device evaluated; performance tests performed; flow testing. Operational problem. Conclusions: device difficult to operate. All available information has been placed on file in quality management for appropriate tracking, trending and follow up.